Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous proximal left anterior descending (lad) artery. The left coronary artery was engaged with a guide catheter. A guide wire was then advanced to the target lesion. After thrombus suction was performed, the lesion was pre-dilated with a semicon balloon catheter. A 12 x 3.00 promus premier¿ stent was selected and advanced to treat the lesion but was unable to cross. When the device was removed from the patient, the distal section of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.